Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and alliance ii inflation system were used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inflated to 18mm in the esophagus of the patient using the alliance inflation system. When the physician attempted to inflate the balloon to 20mm the balloon burst. The balloon was successfully removed from the patient, and it was confirmed that no pieces of the device detached. The procedure was completed with another cre balloon dilatation catheter and the same alliance ii inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed a kink in the catheter. The balloon portion of the device was found to be torn longitudinally. The condition of the returned incident device is consistent with the complaint that the balloon burst. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g., the balloon comes into contact with a sharp exterior source). A review of the device history record (DHR) was performed and confirmed that no non conformances were raised for the specified lot. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and alliance ii inflation system were used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) old female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inflated to 18mm in the esophagus of the patient using the alliance inflation system. When the physician attempted to inflate the balloon to 20mm the balloon burst. The balloon was successfully removed from the patient, and it was confirmed that no pieces of the device detached. The procedure was completed with another cre balloon dilatation catheter and the same alliance ii inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.